Event description:
A trilogy 100 ventilator was returned to the manufacturer for evaluation of foam particles in the device. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, no foam particles were identified in the device. Unrelated to the foam particle evaluation, error codes related to the internal battery occurred during testing. The internal lithium-ion battery was replaced to address this issue.